Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A non-bsc stent was placed and the 6.0x60mm sterling balloon was advanced for post dilation. The balloon ruptured on the first inflation at an unknown pressure. The procedure was completed with a different device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).